Event description:
It was reported that the external pulse generator (epg) won't turn on. The epg was returned for service and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) won't turn on. It was noted that the keypad flex, display ,flex two knobs, one case screw, the output connector nuts and the encoder stems and flex were contaminated. It was also noted that the lower case and main seal were broken. It was further noted that the keypad was scratched. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.